Manufacturer narrative:
Physio-control advised the customer that their device is no longer under warranty and not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when they attempted to power on their device there were no voice prompts, nor were any of the led's lighting up under the devices lid. This behavior is indicative of a failure of the device to power on. There was no patient use associated with the reported event.